Event description:
Australia. Allegedly, a patient who underwent a breast augmentation surgery in (B)(6) 2025 now has an implant ruptured (side not specified). ((B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture